Manufacturer narrative:
Lifescan has requesed the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging an error 4 message. The technique of applying blood on the test strip done properly and the test strips were in good condition. Pt did not seek medical attention or call his md fro advice. Ccr had the pt retest and the error 4 message appeared on the screen. This case is being reported a malfunction, since the error 4 message was resolved.